Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Two quickcross support catheters, cordis transit catheter, flowire, evaluation summary: the guide wire was returned with blood and contrast on the core and coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There were offset and overlapped intermediate coils .5 mm proximal to the center solder for a length of 1 mm and 5 mm proximal to the center solder for a length of 0.5 mm. There was a kink in the core, 93 cm distal to the proximal end of the guide wire. These noted damages are consistent with product handling during the procedure and/or procedural attempts to remove the guide wire as there was no damage reported prior to use. Analysis confirmed the reported inability to remove the guide wire from the support catheter as the guide wire was advanced through the returned non-abbott support catheter and there was slight resistance noted as the offset and overlapped intermediate coils exited the tip of the catheter. An attempt was made to remove the guide wire from the support catheter but there was strong resistance noted at the offset and overlapped intermediate coils and the guide wire could not be removed. An attempt was made to advance the guide wire through a hole gauge to measure the outer diameter of the guide wire but the guide wire would not advance past the offset and overlapped intermediate coils. The proximal and tip solders did advance through the hole gauge. The maximum outer diameter of the guide wire was measured and did not meet manufacturing criteria. The outer diameter of the offset and overlapped intermediate coils was found to be significantly larger than the accepted maximum outer diameter. The inner diameter of the tip of the returned, non-abbott support catheter was measured with a pin gauge. Once the guide wire coils become offset and overlapped, this may have increased the outer diameter of the guide wire and potentially resulted in resistance between the inner lumen of the support catheter and the section of the coils that were offset and overlapped. Overall, the reported inability to remove the device, the offset and overlapped intermediate coils, and the kink in the core appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing visually inspects 100% of the guide wire tips after loading into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the balance middle weight (bmw) wire was inserted in the distal left anterior descending artery (lad). After a non-abbott support catheter was threaded over the bmw to exchange out for a non-abbott diagnostic wire, resistance was felt at the start of the radiopaque section and the physician felt uncomfortable pulling the bmw through the non-abbott catheter. A second non-abbott catheter was inserted, but the bmw was still unable to be removed through the second device. A third non-abbott catheter was inserted and the bmw was successfully removed and exchanged out for a non-abbott diagnostic wire through this catheter. The fractional flow reserve procedure was completed. There were no adverse patient effects reported. Though requested, there was no additional information provided.